Event description:
Reporter alleged the test strip vial label is blurred and is unable to read the use by month, expiration date, or lot number. It was reported no actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.